Event description:
Spontaneous call from daughter. Ibc from (B)(6), daughter. Pt had infection in foot, started friday, hospitalized monday and will discharged today. Discovered that cadd sn (B)(4) reads service due, see manual. Advice pharmacy will replace pump and send one for early am delivery. Pt is currently on hosp pump and will switch to back up upon discharge. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by pt/caregiver.